Manufacturer narrative:
(B)(6) 2021. There was no patient involvement.

Event description:
It was reported that the ventilator had a battery failure. There was no patient involvement. The customer troubleshot the issue and replaced the battery. The battery was replaced to address the reported issue. No further information was provided.